Event description:
It has been reported the pt has not used, charged and communicated with his scs sys in about two years due to a lack of severity in pain and unrelated surgeries. The pt recently decided to use the sys and found it to be non-responsive. The pt is w/o stimulation. A surgical intervention will be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.